Event description:
This case was reported by a customer and described the occurrence of neuropathy in a (B)(6) male pt who used super poligrip original denture adhesive cream (formulation (B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip original denture adhesive cream. An unk time later, the pt was diagnosed with neuropathy. This case was assessed as medically serious by gsk. Use of super poligrip original denture adhesive cream was discontinued. At the time of reporting, the event was unresolved. The manufacturer's report number for this case is 9681138-2010-00142. Super poligrip original is manufactured in (B)(4) and the product was not available. (B)(4).